Event description:
Additional information obtained revealed there was a delay in the procedure, but it¿s unknown how long the delay was and if the patient was under general anesthesia. No other devices were involved in the event. The intended procedure was cancelled/not completed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, non-reportable phenomena such as an old version main switch and software were identified. The reported event (no image/picture being displayed) was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image/picture being displayed could not be identified. However, it¿s likely the cause is related to a faulty patient board set. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the video system center had no image, an endobronchial ultrasound (ebus) was plugged in, there was no picture and it was not working. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.